Event description:
Subsequent to filing of the medwatch report, additional information was received via a user facility medwatch report: perclose suture broke early. Tried 2 different perclose devices, both broke. Had to hold manual pressure to close artery. Lower extremity pta.

Manufacturer narrative:
Internal file number: (B)(4). User facility (voluntary / mandatory) medwatch report number (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional two proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using three proglide devices via a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, a suture break occurred with the three devices. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.